Event description:
It was reported that the patient received unexpected shocks after anti-tachycardia pacing was delivered which broke the ventricular tachycardia (vt) rhythm. The device was reprogrammed to detect the slower vt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.